Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2017 with the following findings: a review of the black box showed evidence of a drop in voltage resulting in a low battery warning. The pump powered on with the returned battery cap. The battery cap was able to fully tighten to the pump. The battery compartment was intact. No evidence of moisture contamination was found in the battery compartment. The current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. The battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.